Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: (B)(6) 2021. Investigation summary : bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. A dark spot was observed on the packaging blister most likely from the manufacturing process. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported that bd vacutainer® luer-lok¿ access device holder contained foreign matter. The following information was provided by the initial reporter: "the customer reported about black fm on the product. "

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® luer-lok¿ access device holder contained foreign matter. The following information was provided by the initial reporter: the customer reported about (B)(4) on the product.